Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display screen on the insulin pump was scratched and also stated that the insulin pump was making an incorrect tone. She stated that she ran a sound test the day prior. The blood glucose reading was 140 mg/dl. Nothing further was reported.